Event description:
It was reported that the patient experienced a loss of therapeutic effect. When troubleshooting was attempted it was discovered that the patient did not have stimulation on. Stimulation was turned on and the patient planned to monitor her symptoms with the device on.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v665624, implanted: 2011 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).